Event description:
The pt was revised to address dislocation attributed to a malpositioned cup. The cup was too anteverted, causing it to impinge on the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.